Event description:
It was reported that this pacemaker exhibited potential loss of capture (loc) when the presenting electrogram (egm) was reviewed. Technical services (ts) recommended in-clinic follow up for testing. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited potential loss of capture (loc) when the presenting electrogram (egm) was reviewed. Technical services (ts) recommended in-clinic follow up for testing. The patient was brought in and when the egm was zoomed in, the capture could be seen. The patient amplitudes were low, but visible. The impedances were measured to be within normal range. This pacemaker remains in service. No adverse patient effects were reported.